Event description:
It was reported to medtronic neurosurgery by a family member of the patient that the delta shunt was implanted on (B)(6) 2010. After the surgery, the patient got an infection, so the doctor explanted the shunt. The patient doubted the authenticity of the shunt.

Manufacturer narrative:
(B)(4). The product is unavailable for return. Therefore,an evaluation of the device performance was not possible. A review of the shipping history showed the product of lot c60405 was shipped to distribution centers in (B)(4). A review of the manufacturing records showed no anomalies. The sterilization records for lot c60405 indicate that all processing parameters were within specifications and all samples passes quality testing. A review of the complaint history shows that no other products in this sterilization batch have had complaints about infections or the sterility of the products. The instructions for use that accompany the device state that local and systemic infections are not uncommon with this type of procedure and are usually caused by organisms that inhabit the skin.